Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk was replaced, however, the new disk caused damage to the system. Another hard disk was installed but it would not load the operating system. No conclusion can be drawn as add'l repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the operating system would not load. No pt injury was reported.